Manufacturer narrative:
The report received from the field indicated that there was difficulty inserting an optease filter through the introducer sheath. Upon removal of the sheath, it was noted that the filter struts had punctured through the introducer sheath. There was no patient injury reported. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. Another filter was used to complete the procedure successfully. A non-sterile optease retrieval filter cannula sheath, a non-sterile obturator, a non sterile filter and an empty filter case component were received for analysis inside a plastic bag. The filter was received stuck/ damaged inside the cannula sheath. The obturator was received introduced inside the cannula sheath and all through the empty filter case received. Per visual analysis, the cannula sheath was found kinked at 33.5 cm from hub. The filter was found protruding from cannula sheath at 31.0 cm from hub. Dried blood residues observed on cannula sheath. Also, the obturator was found kinked at 23.0 cm, at 31.0 cm and at 33.0 cm from hub. No more anomalies were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The optease retrieval filter cannula od and ID and obturator od were measured near to the kinked areas and results were found within specification. Functional test to advance the filter through csi sheath could not be performed due to the damaged/punctured condition found inside the cannula sheath. Per microscopic analysis, filter was taken out from cannula sheath and vision system inspected; filter / filter barbs/ retrieval hook were inspected and no anomalies were observed. The complaint reported by the customer as ¿thrombectomy systems- filter- impeded-perforated sheath¿ was confirmed since filter was indeed found inside the sheath due to puncture of the filter barbs through the cannula at 31.0 cm from hub. The exact cause of this failure could not be conclusively determined during the analysis. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in resistance/friction advancing the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath. Based on the limited procedural / vessel characteristics information provided, it is not possible to draw a conclusion about what factors may have contributed to the reported event. Neither the analysis nor the DHR review suggests that the reported failures are related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15755303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during preparation, a strut of an optease retrieval filter was noted to be broken. The product was not clinically used on a patient. There was no patient injury reported. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. Another filter was used to complete the procedure successfully. Addendum: additional information received indicated that during procedure the filter became difficult to pass through the sheath. During removal of the device, the strut had punctured the introducer sheath.